Event description:
Ambulance personnel were attending to a patient in full cardiac arrest. The device was charged to deliver a countershock, however it was reported the device would not discharge. A backup AED was used to treat the patient. The patient was successfully resuscitated.